Manufacturer narrative:
It was reported that during this case the doctor reported that he could not advance the smooth or olive ef1 wires due to them being extremely dull. This added at least an extra 20 minutes to the case as they needed to be forced into the bone every time they were implanted. Was investigated where it was found that there was an issue with ef1 2.0 x 450mm wire (dne-6000-200) that was found dull and had difficulty using intra-operatively. The current complaint also includes ef1 2.0 x 450mm wire (dne-6000-201) which is a similarly used wire and has the same failure mode. Per 7000.010, complaints which are similar in sku, failure mode, and usage to a complaint that has already been investigated do not need to be investigated.

Event description:
It was reported that during this case the doctor reported that he could not advance the smooth or olive ef1 wires due to them being extremely dull. This added at least an extra 20 minutes to the case as they needed to be forced into the bone every time they were implanted.